Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire and one introducer needle were returned for evaluation. Gross visual, microscopic and dimensional evaluations were performed. The distal end of the j-tip guidewire was observed to be stretched and bent. The guidewire was noted to be uncoiled and stretched throughout the distal portion. The flat core wire was noted to protrude the uncoiled portion of the guidewire. A granular termination was noted on the distal end of the core wire. The round core wire was noted within the coiled portion of the guidewire and was protruded for further evaluation. Therefore, the investigation is confirmed for the identified fracture, material separation, stretched, unraveled and deformation due to compressive stress issues. However, the investigation is inconclusive for the reported stuck and advancement issues as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure for an unknown medical reason. During the procedure it was reported the device allegedly stuck on the puncture needle. It was further reported that the guide wire allegedly would not move. Further product inspection reviled fracture, material separation, stretched, deformation due to compressive stress and unraveled. There was no reported patient injury.